Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer contacted via e-mail and stated that the tampons have little to no string to remove the tampons; she'd had a couple completely break away from the tampon when trying to remove. No injury was reported.